Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been experiencing excruciating over the top pain, level 20, since 6 months ago. It was verified the ins stimulation was on. The patient had an appointment scheduled for january 22. It was also noted the ins was not charging. It only took 15 minutes to get to the top where it used to take hours. The patient was not feeling any stimulation/ tingling. They went to the ER on saturday, january 16 for an x-ray and CT scan. The patient stated they had been falling more and was concerned the ins/leads may have moved as a result of the falls. The patient was redirected to their healthcare provider.